Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited the dentist on the 10th of december, but we were not able to obtain any add'l info. Results: as a result of a re-inspection, the product meets its specs. As a result of a sem imaging, sla type surface treatment was completed. Conclusion: based on our inspection and test results, the returned product has been found to be within specs. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
Traditional 2 stage surgical procedure.